Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they received a button error alarm. The blood glucose reading is 168 mg/dl. The insulin pump will be replaced.

Manufacturer narrative:
The insulin pump had moisture damage found on lcd board. All buttons functioned properly. However, the insulin pump had corroded keypad traces. No button error alarm during testing. The insulin pump was received with cracked reservoir tube lip, minor scratches on display window, cracked case at display window corner, cracked battery tube threads and scratched reservoir tube window.